Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/chronic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B60750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient had essure placed at the time of her ablation". The patient's medical history included uti and post-traumatic stress disorder. Concurrent conditions included endometrial ablation, dyspareunia, endometriosis, rheumatoid arthritis and bacterial vaginosis. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection/ infection (bladder/urinary tract/vaginal) ¿ vaginal"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems - mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain, chronic"), hypersensitivity ("allergy") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, vaginal infection, migraine, headache and weight increased had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, chronic, gen. Abnorm. Bleed, vaginal infection, migraine, headaches and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, migraine, uti. Most recent follow-up information incorporated above includes: on 27-sep-2019: plaintiff fact sheet and medical records received : lot number added. Reporter information, product indication, patient details updated. Events added- vaginal haemorrhage, menorrhagia, female sexual dysfunction, essure insertion at the time of ablation. Event ¿psychological trauma¿ replaced with events ¿depression, anxiety¿. Severity of pelvic pain updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/chronic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B60750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient had essure placed at the time of her ablation". The patient's medical history included uti and post-traumatic stress disorder. Concurrent conditions included endometrial ablation, dyspareunia, endometriosis, rheumatoid arthritis and bacterial vaginosis. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection/ infection (bladder/urinary tract/vaginal) ¿ vaginal"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems - mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain, chronic"), hypersensitivity ("allergy") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, vaginal infection, migraine, headache and weight increased had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, chronic, gen. Abnorm. Bleed, vaginal infection, migraine, headaches and weight gain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, migraine, uti lot number: b60750, manufacturing date: 2013/08, expiration date: 2016/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/chronic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain, chronic"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, vaginal infection, migraine, headache and weight increased had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, headache, hypersensitivity, migraine, pelvic pain, psychological trauma, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, chronic, gen. Abnorm. Bleed, vaginal infection, migraine, headaches and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: events per pfs: pelvic pain, abdominal pain, chronic, gen. Abnorm. Bleed, allergy, psych injury, vaginal infection, migraine, headaches and weight gain were added. Outcome for events pelvic pain, abdominal pain, chronic, gen. Abnorm. Bleed, allergy, vaginal infection, migraine, headaches and weight gain were resolved. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.